Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper of two (2) intravia containers disconnected from the additive port during compounding. After adding the medication, the rubber stopper from the additive port came out with the needle when removed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: two (2) actual devices and two (2) photographs were received for evaluation. The photographs were reviewed, and it was noted that the injection port was loose from the bag. The actual samples were visually inspected, and it was noted that in one sample, the injection port was damaged. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.